Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty deflating the balloon occurred. The non-calcified, non-tortuous, 70% stenotic lesion was located in the right coronary artery(rca). The physician predilated the lesion with a 2.0 x 30mm sprinter balloon. After predilation the physician successfully deployed a taxus liberte - 2.5 x 24 mm drug eluting stent. The physician then successfully deployed another taxus liberte - 3.0 x 24 mm drug eluting stent at 16 atms for 10 seconds. Upon withdrawl the delivery balloon was slow to deflate. The physician successfully removed the balloon by performing a stepwise deflation and exchanging the indeflater to a 50 cc syringe. However, during deflation the patient experience bradycardia and was asked to cough to stimulate a sympathetic action. No patient injuries were reported. Patient status is reported as "satisfactory/good."